Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the microcatheter during removal causing the reported difficulty to remove and subsequent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. An unknown xience sierra stent got caught on a microcatheter during removal. This caused the stent to dislodge off the balloon in a spring like fashion. An attempt to snare the stent was made; however, the stent went down through the patients anatomy and is now somewhere in the patients legs. The patient is fine. No additional information was provided.